Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began on (B)(6) 2011 at approximately 3:30am. The patient reportedly obtained the following results on the subject meter "200 and 183/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages his diabetes with metformin pills 1000mg, and januvia pills 50mg and stated he followed his usual diabetes management routine in response to the alleged issue. The patient claimed that within 2 hours after testing he developed symptoms of "sweating, fatigue and dizziness" and despite these symptoms; he denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. A control solution test was not performed since the patient did not have any. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.